Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. The image depicts the proximal end of the catheter with the sealing caps attached next to a patients right ear. There was a visible cut in the extension tube at the junction of the red luer adapter. It was reported that there was a leak on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted the first day without abnormalities. The next day before the dialysis treatment, bleeding was found at the place of catheterization (arterial end of the extension tube and luer joint connection, near the adapter) and the extension tube was damaged (had a cut). The clamp was not moved periodically. The catheter was not repaired and no cleaning agent was used on the device. No ointments and dressings were utilized. Tego was not utilized and there were no luer adapter issues. The insertion site was not treated prior to product placement. There was nothing unusual observed on the device prior to use. Flushing was done and the result was normal. There were no other products being utilized with the device and there were no other defects/damages found on the product where the leak was observed. There was little blood loss and blood transfusion was not required. It did not cause dialysis failure but the treatment was delayed for two hours. The catheter had been replaced to resolve the issue. The device was used successfully and the procedure was completed. The issue did not cause infection and embolism. The patient was fine and there was no patient complication/injury.